Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's radial artery in the cctc. The catheter was non-functional after five hours. Once the catheter was no longer functional it was removed and a new catheter was inserted in an alternate site. The hospital's flushing protocols were noted as: prime and pressurize with ns, flush after blood draws or with zeroing or as needed within the pressurized circuit, usually that equates to 5-10ml of flush at a time--practice has been like this for some time and has not changed. There was no delay in treatment and no patient death or complication reported.